Event description:
Allegedly patient was revised due to metal on metal complications. Additional information received on 7/12/2022: allegedly, patient has suffered mental and body discomfort experiencing limited mobility and everyday pain, stress, depression, social isolation, and reduced work performance. Patient was obliged to undergo in revision arthroplasty. The operation was conducted with the use of biological cement for the restoration of wounds in the pelvis, due to the defective wright implant which had never tied to the bone and as a result it was not stable, damaging his pelvis and created strong pain that drastically limited patient's mobility with all associated consequences including depression. Cocr metals are circulating in his body through blood, urine and bones, for lifetime, with possible dangerous and unpleasant consequences for his life. That means that he has to monitor the values of these metals for lifetime, with the associated cost and psychological tension. Further more, the psychosomatic stress patient experienced until he decided to undergo the second revision arthroplasty, not because he was warned by your company as required, but because he could not stand the pain any more, in (B)(6) 2019 instead of 2013. The revision operation became far more serious after six years, since normally his health condition was far inferior compared with 2008, resulting in serious health side effects. That fact even endangered patient's life since(B)(6) 2019 when he experienced acute pneumonic embolism, which fortunately was diagnosed early by angio CT after his initiative and was treated successfully, and then he was released from the hospital a week later ((B)(6) 2019). On top of the above mentioned, patient experienced a discomfort of his left hip which was affected by the imbalance of the myosceletal system in a very serious degree and he has to perform total hip arthroplasty in his left hip as well. Actually it was predicted from a nuclear medicine and digital radiography studies in (B)(6) 2019. New exams on 31.07.2020 (CT & xrays) revealed the damage in patient's left hip. Also dr (B)(6) has analyzed in his medical report the effects on his left hip as a result from the right hip condition. The operation is planned on (B)(6) 2022 at (B)(6) clinic by dr (B)(6).

Manufacturer narrative:
Section d.4: lot # has been updated/ section h.6: investigation codes has been updated.

Event description:
Allegedly patient was revised due to mom complications.